Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the guide wire was not returned together with the broken reamer. Therefore the evaluation of the guide wire was made on the received pictures. On one picture is the used guide wire together with a new, intact guide wire visible. Based on this picture the deformation of the guide wire can be confirmed as the device is at different positions deformed. Also some strong stress marks are visible at the device. The stress marks indicate that there was an excessive contact between the reamer and the guide wire, most likely due to the visible deformation. Product was not returned and the lot number was not provided, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during a tfna case, using the drill, dark shadows were found around the wire. After removing the drill from the patient, parts of the tip of the drill was broken off and the wire was stuck in the drill. Once the wire was removed, it was found to be bent. There was metal left in the femoral head but the surgery continue without delay. This report is for one (1) 3.2mm guide wire 400mm. This is report 2 of 2 for (B)(4).